Event description:
During device evaluation by baxter failure code failure 403 on a colleague cx volumetric infusion pump, was found to have occurred during delivery, causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
The condition of failure code 403 was confirmed through evaluation due to a faulty uim pcb (user interface printed circuit module). The uim pcb was replaced to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of door will not close. (B)(4)